Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. All parameters are acceptable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed an error message "low ma" and is not operational when error is displayed. Error is intermittent. There was no adverse pt involvement reported. There was no pt info reported.